Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with baclofen intrathecal (1500 mcg/ml; 298.1 mcg/day; type and lot number unknown). The patient's indication for use was intractable spasticity and multiple sclerosis. The patient's pertinent medical history and additional medications taken at the time of the event were not provided. The patient's pump was replaced on (B)(6) 2016, and the catheter was not aspirated of drug. A back table prime was performed to the pump using a 0.2 ml priming bolus. The flow rate was reviewed and with the rate of 0.198 ml/day and a total catheter volume of 0.21 ml, the total priming bolus had not been delivered yet. The patient experienced a sudden onset of increased spasticity on (B)(6) 2016. Information was later received from a company representative who indicated that it was unknown if the catheter had drug in it or not, as it had not been clamped prior to reconnection to the new pump. The pump tubing was primed 0.199 ml and the catheter volume was 0.281 ml. Therefore, there was approximately 67 hours of possible drug delivery followed by 28 hours of sterile water (0.09 ml) followed by drug again. The patient had been discharged from the hospital. Information regarding the patient's outcome and cause of the event and other interventions/troubleshooting performed as a result of the events were not provided. Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.